Manufacturer narrative:
A ge service representative performed an onsite investigation. A generator part was listed, however no conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.